Event description:
Components replaced during service were returned to the manufacturer's product investigation laboratory for investigation. The serviced device was not in patient use. The manufacturer received a display board for investigation. The board was found to have a broken interface connector and no further testing could be performed.